Manufacturer narrative:
Concomitant medical products: product ID 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-dec-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2021 regarding a patient receiving morphine (25mg/ml at 6.9mg/day) via an implanted infusion pump. It was reported that the patient had a granuloma at the tip of the catheter and the hcp wanted the pump turned off. The patient was to have the pump removed, and the pump off passcode was provided.